Event description:
The customer reported that the 840 ventilator had a blank display. The covidien customer support engineer (cse) verified the malfunction. The cse replaced the display panel. The ventilator passed all testing.